Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, patient demographics not provided.

Event description:
The customer reported leaking at the leur lock. Although requested, no further information has been received.